Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited noise. During the replacement procedure and upon extracting the right ventricular lead, the atrial lead was noted to have physical damage. Both leads were explanted and replaced. There were no adverse consequences. The patient's condition post procedure was stable.

Manufacturer narrative:
Final analysis found full breach outer insulation degradation adjacent to the connector boot was noted at 4.5 cm from the connector pin. External insulation abrasion was noted 18.3 cm to 18.6 cm from the connector pin consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of insulation anomaly.